Event description:
It was reported that the left monitor on the 9800 system went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the candlesticks were cleaned and re-grease during the service call. The system was tested, and found to be working as intended, and put back into service.